Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation with blisters that would open. The patient's physician prescribed cortisone cream. Initial follow up indicated that the irritation was not improving. Additional follow up indicated that the irritation was improving after the patient elected to use lubriderm.